Event description:
It was reported that an extended motor stall was confirmed in event logs that started 2014 (B)(6) and recovered 2014 (B)(6), during which time an alarm sounded. There had been ¿continued¿ volume discrepancies where the actual residual volume (arv) was greater than the expected residual volume (erv). The exact amount of the discrepancy was unknown. The pump was replaced on the date of this report and was later returned to the manufacturer for analysis. The healthcare professional (hcp) was ¿now wondering if all along it was the pump causing volume discrepancies and was wondering if the pump could stall and not show a motor stall log.¿ the patient was experiencing ¿mild¿ baclofen withdrawal and had sudden loss of therapy. Dye study results were ¿ok.¿ the cause of the motor stall was unknown at the time of this report. The patient recovered without permanent impairment. The patient was ¿supposedly doing well now¿ and was receiving effective therapy. The pump was used to infuse hydromorphone and baclofen (compounded). If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.